Event description:
It was reported that (1) mcm20 was used during a "cabe" procedure. It was reported by the affiliate that the clip dropped and nothing fell into the pt. Opened another instrument to complete the case. No adverse pt outcome.